Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that insulin is ejecting out of the tube after the motor stops in the insulin pump. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer stated that the insulin squirts out during the manual prime process. The customer was assisted with the issue but did not have a new set to troubleshoot. The customer stated that they will call back to complete troubleshooting at a later time.